Manufacturer narrative:
The device passed testing for delivery accuracy. During testing, the device delivered a measured volume of 21.0ml from an expected delivery of 20ml. Delivery accuracy for this device requires delivery of 20ml +/- 2ml (+/- 10%). A calibrated tubing set was used for testing per the device release specs. Based on the data verified, hospira could not attribute the issue to the device. Upon initial power on of the device during testing and investigation, the primary line displayed a programmed rate of 150ml/hr, with a volume to be infused (vtbi) of 649ml, and the secondary line of 241ml. The technology of the acclaim encore pump list #12237 does not contain a pump history that provides part programming settings. This report represents all the info known by the reporter upon query by hospira personnel. (B)(4).

Event description:
The customer contact reported the device did not deliver. On an unspecified date and time, the device was programmed to deliver lactated ringers at an unspecified kvo (keep vein open) rate. No specific programming parameters were provided. The customer contact stated the nurse pressed the start button and at that time noted that the display was incrementing, and left the room. It was reported that one hour later, the nurse returned to the pt's room and noted there were no drips in the drip chamber. The device was removed from clinical service. Therapy was resumed using a replacement device. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were required. Though requested, no add'l info was provided including the total volume that had been delivered.